Manufacturer narrative:
(B)(4). Review of a single ap x-ray view of complex lumbo-pelvic fixation construct l3-l4-l5-s1 with iliac screws showed the right sided rods broken above the l5 tulip. The returned rod has been cut with a rod cutter. Mark of tightening of mas can be found at the middle of the rod (mark of setscrew pointing on the rod and mark of pressure against the mas seating saddle) as well as marks of tightening of a lateral iliac connector closed to the mas mark (before and after the correction maneuver). Based on the observations of the implants and the analysis of the x-ray, the undamaged rod was returned instead of the broken rod. The reason of the breakage can not be determined based on the provided information. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent an unspecified fusion surgery using posterior fixation. Sometime post-op, it was discovered that a rod was broken on the left side at l5. The patient underwent a revision surgery 156 days post-implant to remove the broken hardware. The patient outcome after the revision is satisfactory.